Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was powering down on its own. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer shut off by itself however the software was reloaded as a preventive measure. Analysis did find that the system fan was noisy and that the printer flex cable was creased, and therefore both the fan and the printer flex cable were replaced. (B)(4).

Event description:
It was reported that the programmer was powering down on its own. The programmer was returned for service. No patient complications have been reported as a result of this event.